Event description:
Bilateral femoral venous cannulations were attempted unsuccessfully, secondary to inability to effectively pass guidewire due to tortuous vessel paths. Inspection of guidewire on removal showed a tip that appeared "frayed." An abdominal radiograph showed a small 1.5mm linear finding. Md determined risk of removal would outweigh the benefit.